Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pace generator (epg) stopped working, while connected to the patient. After the battery was replaced, the epg resumed normal operation. The epg was examined and no anomalies were found. No patient complications were reported as a result of this event.